Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and pacing inhibition, no asystole was noted. Technical services (ts) recommended to performed isometrics, pocket manipulation and serial impedances to check the lead further. Clinician plans to do it for the next device check. Additional information was received which indicated that the atrial automatic threshold detected as greater than programmed amplitude or suspended due to high intrinsic rate or noise. Atrial tachy response (atr) episodes were inappropriate recorded due to atrial noise oversensing that appears to be myopotential. Additionally, there was pacing inhibition. No asystole was recorded. Technical services (ts) provided troubleshooting and reprogram options. This ra lead remains in service. No adverse patient effects were reported.